Event description:
It was reported that the helix would not work properly in either the extension or retraction. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that there was blood in/on the helix/lobe mechanism. Visual analysis indicated that the lead appeared to have been damaged at implant. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion within the connector.